Event description:
A malfunction was reported on the customer's pump, with a specific malfunction code noted as "malf 12." There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts resolved the issue by sending the customer a replacement pump with updated software. The customer had no backup insulin therapy available, and stated the would reach out to their healthcare provider (hcp) for insulin therapy.